Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a history of right bundle branch block (rbbb), left bundle branch block (lbbb) and 1st/2nd atrioventricular block (av) block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a non-abbott balloon. The patient was developed with left bundle branch block (lbbb) then progressed to a complete heart block. During the procedure, the valve was able to be implanted successfully at a depth of 4mm on the non-coronary cusp (ncc). Temporary pacemaker was left in place to stabilize the patient's cardiac rhythm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-implant, a permanent pacemaker was implanted to resolve the event. The implanter classifiied this event (heart block) as being related to the performance of the non-abbott pre-bav device. The patient was reported to be discharged.